Event description:
It was reported by the service technician at manufacturing facility that the device is running in wrong mode and oscillates when only reverse trigger is pulled. As the event was found at the manufacturing facility, there is no associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences.

Manufacturer narrative:
The complaint was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. The trigger was determined to be deformed. This may cause the described event. The affected component was replaced. Components not associated with the complaint were replaced and the handpiece returned to the account after passing final inspection